Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced an infection and presented in clinic. The physician commented that the patient had vegetation on the right ventricular (rv) lead. The patient was brought to the catheterization lab. The pacemaker system was explanted. The patient was stable and had no complications.